Event description:
It was reported that (1) device was used during a laparoscopic gyn procedure. It was reported by the affiliate that the 512ht instrument tip of the obturator, including tissue separator, fell into the pt. The case converted to an open procedure and the tip could not be found. The pt also received and extended incision and extended or time (not provided).